Event description:
It was reported that pump malfunction occurred after pump was dropped. The customer¿s blood glucose (bg) level was 387 mg/dl. The customer reverted to multiple daily injections (mdi) for insulin therapy.